Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump; however, a new cartridge could not be installed. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.